Event description:
It was reported that a posterior thoracic fusion was performed with both expedium and mountaineer spinal products. The surgeon uses the adjustable 3.5-5.5mm wedding bands to connect the two constructs. During the case, a set screw component on the wedding band was stripped. The difficulty resulted in a thirty minute delay to the procedure while replacing the wedding band intra-operatively and compressing again. There were no adverse consequences to the patient who is reported to be doing well.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded by customer.